Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed gap between acoustic lens and ultrasound probe could not be determined. Additionally, the reported blockage in the channel tube was confirmed and appeared to be a clip, however the foreign material could not be removed and could not be identified. Due to the buckling/insertion of each channel or nozzle, or gaps on the boot, foreign matter could not be removed even with correct reprocessing. The root cause of the issue could not be determined. The event can be detected/prevented by following the instructions for use sections below: ¿chapter 7 cleaning, disinfection, and sterilization procedures¿. ¿chapter 8 reprocessing workflow for endoscopes and accessories¿. ¿chapter 9 reprocessing the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope was clogged. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a gap between the acoustic lens and the ultrasound probe which, is also a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was foreign material possibly a clip clogging the channel tube. As a result of this clog, the forceps could not be inserted. This finding was due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that there was a gap in the adhesive on the distal end due to wear and tear damage with mishandling over time. It was also observed that the position of the charge-coupled device cable had limited length for repair. It was observed that the length of the charge-coupled device cable was too short (measured 80,0 mm). It was also observed that the up and down knob could not be locked securely due to wear of the lock engagement lever. It was observed that the suction cylinder, scope cover and scope body had discoloration. It was also observed that the acoustic lens was damaged. It was observed that the objective lens had a scratch. It was also observed that the adhesive on the bending section cover had a chip. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.